Event description:
It was reported that on (B)(6) 2016, a 21mm sjm regent heart valve w/ flex cuff was implanted in the patient. On an unknown date, it was noted a rendered immobile due to restricted motion of one leaflet tip. The remaining leaflet tip also appeared to be incompletely opened. On (B)(6) 2025, the valve was explanted and replaced with a non-abbott valve. The patient was reported unstable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported event of difficulty in the leaflet opening and closing could not be confirmed. The device was returned to abbott for investigation and it was found that both the leaflets were intact and mobile. There were no chippings or damages observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Hydrodynamic testing upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.